Manufacturer narrative:
The results of the evaluation performed suggest the event was attributed to the use of improper cleaning solutions.

Event description:
The handle cracked allegedly from multiple autoclaving and usage. There was no adverse consequence for the pt or delay in surgery or anesthesia time.